Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva tpn bags were leaking from an unspecified location. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between august 15, 2017 - august 16, 2017 three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the bottom welds on all the samples (the first sample was the bottom right and the other two were the bottom left weld). The reported problem of leaks were verified. The cause of the leaking condition was not determined. This issue being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.